Event description:
Vaginal bacterial infection .bacterial vulvovaginitis. Piece of tampon stuck inside- vagina foreign body in reproductive tract. Itchy/vagina.[vulvovaginal pruritus. Pieces of tampon, fragments .device breakage. Case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis]. Piece of tampon stuck inside- vagina [foreign body in reproductive tract]. Itchy/vagina [vulvovaginal pruritus]. Pieces of tampon, fragments [device breakage]. Case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis] piece of tampon stuck inside- vagina [foreign body in reproductive tract] itchy/vagina [vulvovaginal pruritus] pieces of tampon, fragments [device breakage] case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis] piece of tampon stuck inside- vagina [foreign body in reproductive tract] itchy/vagina [vulvovaginal pruritus] pieces of tampon, fragments [device breakage] thick yellow/ white discharge- vagina [vaginal discharge] entroitus is thickened and (erythematous)- vulvovaginal [vulvovaginal disorder] entroitus is (thickened) and erythematous- vulvovaginal [vulvovaginal erythema] desquamtous areas noted of vaginal walls [vulvovaginal exfoliation] case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.